Event description:
Provider spoke to (B)(4) in customer service to advise the tab that the pivot link attaches to has broken off. No additional information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.